Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an umbilical hernia, which was not present prior to the patient beginning pd for rrt. The pdrn reported noting blood in their peritoneal effluent fluid on (B)(6) 2021 and was sent to the hospital for radiological studies by the nephrologist. The patient underwent a computed tomography (CT) scan, and the patient was diagnosed with an umbilical hernia. On (B)(6) 2021, the patient underwent an outpatient hernia repair, pd catheter (not a fresenius product) removal and hemodialysis (hd) catheter (not a fresenius product) placement with good success. The patient was released from the hospital in stable condition and began undergoing outpatient hd therapy on (B)(6) 2021. Per the pdrn, the liberty select cycler did not malfunction (nor any other product, device and/or drug); however, the patient¿s umbilical hernia formed since beginning ccpd for rrt. The patient will continue to undergo hd therapy until sometime next month, after the surgery has healed. The pdrn stated the patient has retained the liberty select cycler for use once he returns to pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an umbilical hernia, which was not present prior to the patient beginning pd for rrt. The pdrn reported noting blood in their peritoneal effluent fluid on (B)(6) 2021 and was sent to the hospital for radiological studies by the nephrologist. The patient underwent a computed tomography (CT) scan, and the patient was diagnosed with an umbilical hernia. On (B)(6) 2021, the patient underwent an outpatient hernia repair, pd catheter (not a fresenius product) removal and hemodialysis (hd) catheter (not a fresenius product) placement with good success. The patient was released from the hospital in stable condition and began undergoing outpatient hd therapy on (B)(6) 2021. Per the pdrn, the liberty select cycler did not malfunction (nor any other product, device and/or drug); however, the patient¿s umbilical hernia formed since beginning ccpd for rrt. The patient will continue to undergo hd therapy until sometime next month, after the surgery has healed. The pdrn stated the patient has retained the liberty select cycler for use once he returns to pd therapy.

Manufacturer narrative:
Corrected information: d10 dates: transcription error.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an umbilical hernia (characterized by drain complications), which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia, as it was undiagnosed when the patient began rrt. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an umbilical hernia, which was not present prior to the patient beginning pd for rrt. The pdrn reported noting blood in their peritoneal effluent fluid on (B)(6) 2021 and was sent to the hospital for radiological studies by the nephrologist. The patient underwent a computed tomography (CT) scan, and the patient was diagnosed with an umbilical hernia. On (B)(6) 2021, the patient underwent an outpatient hernia repair, pd catheter (not a fresenius product) removal and hemodialysis (hd) catheter (not a fresenius product) placement with good success. The patient was released from the hospital in stable condition and began undergoing outpatient hd therapy on (B)(6) 2021. Per the pdrn, the liberty select cycler did not malfunction (nor any other product, device and/or drug); however, the patient¿s umbilical hernia formed since beginning ccpd for rrt. The patient will continue to undergo hd therapy until sometime next month, after the surgery has healed. The pdrn stated the patient has retained the liberty select cycler for use once he returns to pd therapy.

Manufacturer narrative:
Corrected information: b3, d10.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an umbilical hernia, which was not present prior to the patient beginning pd for rrt. The pdrn reported noting blood in their peritoneal effluent fluid on (B)(6) 2021 and was sent to the hospital for radiological studies by the nephrologist. The patient underwent a computed tomography (CT) scan, and the patient was diagnosed with an umbilical hernia. On (B)(6) 2021, the patient underwent an outpatient hernia repair, pd catheter (not a fresenius product) removal and hemodialysis (hd) catheter (not a fresenius product) placement with good success. The patient was released from the hospital in stable condition and began undergoing outpatient hd therapy on (B)(6) 2021. Per the pdrn, the liberty select cycler did not malfunction (nor any other product, device and/or drug); however, the patient¿s umbilical hernia formed since beginning ccpd for rrt. The patient will continue to undergo hd therapy until sometime next month, after the surgery has healed. The pdrn stated the patient has retained the liberty select cycler for use once he returns to pd therapy.